Event description:
Additional information: on (B)(6) 2018 the lvad system produced pump stoppagae events while the system was on battery support, and again the following day when tethered to the ungrounded patient cable. A percutaneous lead (driveline) replacement was performed on (B)(6) 2018; however, later that day and the following day, pump stoppage events were recorded within the log file. The patient was scheduled for a pump exchange on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 3 years, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system was producing low flow and low speed alarms while tethered to wall power. The patient was asymptomatic at the time of the event, lying in bed watching the television. A log file reviewed by the manufacturer¿s technical service representative confirmed multiple speed drops and a pump stoppage events. The vad coordinator confirmed that the patient had lost weight and also in recent months needed additional diuresis. The percutaneous lead (driveline) was felt on mid abdomen underneath the skin which patient reported not being felt prior to weight loss. No specific position caused alarms. The patient confirmed sleeping on the belly area but has made an effort to avoid that (prior to event). No percutaneous lead (driveline) trauma noted, other than a previous clamshell placed several months ago. At the time of the clamshell placement there were no alarms noted during that time, or after the placement. On (B)(6) 2018 x-rays were provided to the technical service representative for review and were noted as unremarkable. The following day, an un-grounded patient cable was ordered and shipped to the patients home. No additional information was provided.

Manufacturer narrative:
The reported low flow and low speed alarms and pump stoppage event was confirmed via the submitted log file. The submitted log file contained approximately 3 days of data and captured numerous low flow and low speed alarms while the patient was connected to the power module. A single pump stop event was recorded in conjunction with the low speed and low flow alarms, while the device was supported with the power module. The device was then connected to battery power. The device remained supported via batteries for the remainder of the log file and no further speeds below the low speed limit were recorded. Definitely. The patient remains ongoing on lvad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the vad coordinator indicating that the patient has not experienced any further events. No further troubleshooting will be performed as the patient will remain on the ungrounded patient cable indefinitely.